Manufacturer narrative:
Investigation summary: a review of the product did not find any unusual trend for the reported complaint category. Root cause:insufficient. Information source: phone.

Event description:
Customer reporting false positive sars result on a symptomatic patient having respiratory symptoms. Customer stated the result was confirmed negative by pcr.